Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient was seen in clinic on (B)(6) 2026. The neurostimulator was connected to the programmer and checked: all impedance were within normal range, and no error message or something like that occurred. A medtronic data report was generated. It was reported that it went out for a short time on 10.02 in the morning at breakfast (about 6:15 a.m.) Based on the stimulator logs, it seems that there was actually a por event at 6:29 a.m. That day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator felt that the device switched off and back on for 1-2 minutes. The patient did not check the device with the patient programmer during the event. The patient experienced a panic attack during this time and attributed the feeling to a temporary loss of therapy. The patient was advised to contact their healthcare provider to check the system. No patient complications have been reported as a result of this event.